Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix, and revealed no abnormalities. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The helix mechanism could not be tested due to the fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The damaged/defective allegation was not confirmed as no damage or defect was observed on the electrode end.

Event description:
It was reported that during the procedure, there was difficulty implanting the right atrial (ra) lead. The procedure began by inserting the lead into the cephalic vein. A 9f sheath was introduced over an aquatrak guidewire in order to assist with implanting the atrial lead. The ra lead was introduced beside the guidewire, and positioned in the right atrium; however, when attempting to extend the helix, while the lead was still inside the 9f sheath, the helix could not be extended. Therefore, the physician decided to wait, and to proceed with implanting the right ventricular (rv) lead. At this point in the procedure, the 9f sheath was exchanged for an 8f sheath, but while the rv lead was introduced, it became stuck under the clavicle bone. The physician switched back to the 9f sheath, and was able to successfully position the rv lead, and the sheath was peeled away. The right atrial lead was then positioned, but the helix mechanism was not working properly, and eventually broke entirely. The ra lead was removed, and subsequently there was no ra lead placed. No adverse effects to the patient were reported.